Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming therapy electrode recognition testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode (te), between the dn and ECG electrode b. The cause of the constant gong alarms and incoming test failure is the damaged wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.